Event description:
Vascular catheter inserted on 4/28/23. During insertion it was determined that the stylet used as intended to help stabilize the lumen during the insertion process was not immediately removed. The stylet was easily removed by unscrewing the cap at the end of the lumen and then withdrawn. Education was given post review to pulmonary fellows on the catheter and the need to remove the stylet at the end of the insertion procedure. Due to availability, older product supplied by bard for short term dialysis cath, fellows unfamiliar with removal on this particular catheter. No retained object or adverse effects.